Manufacturer narrative:
Device not returned to manufacturer.

Event description:
It was reported that during a normal elective removal of a patient pacemaker, it was noted that the right atrial lead had a breach on the insulation. The lead was repaired with silicone glue as per the physician's preference and left in use. No patient symptoms were reported.